Manufacturer narrative:
Controller was not implanted; ventricular assist device (vad) was implanted on (B)(6) 2014. The controller fails visual inspection as the ps1 connector is slightly loose. However functional testing was still possible. The damaged port could still transfer electrical signal to the controller via battery and or ac power source. It is likely that the loose connection was as a result of a loose bolt. The heartware vad is used for treatment not diagnosis. No abnormalities noted during log file download from controller to monitor to flash drive. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during testing; a loose power port connector was observed. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual examination due to a loose power port one connector. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to a loose connector bolt. IFU states: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed when connecting power sources, "gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click." Also, per the IFU: patients are instructed to always keep a spare controller available at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
It was reported by the staff that port 1 of the controller had a loose connection within the controller housing. The controller was exchanged and there was no effect to the patient. The pump remains implanted. The controller was returned to the manufacturer and received on (B)(4) 2015.